Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, they suspected a pinhole in the catheter, although they were unable to identify where air was drawn into the system upon patient connection. It was stated that luer lock and slip tip syringes did not fit tightly, although threads look okay. Catheter became infected and was removed. It was also stated that pinhole was previously noted before becoming infected and removed. There was no reported patient outcome.